Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure and the valve is leaking. As stated on the itemized repair statement (irs) customer alleged alarming or red light and the key failure the pilot valve is leaking.